Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer also had blood glucose level was 72 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date